Event description:
Pt called lfs in 2003 alleging that their one touch basic enhanced meter would only prompt "not ok". Medical affairs specialist called pt to obtain add'l info. Pt had been unable to test for 1 week, due to the message. Pt took their set amount of insulin throughout the week of concern, even though they were unable to test. Pt eventually started feeling confused; thus indicating low blood glucose levels. Pt's spouse had called the paramedics due to symptoms. The paramedics performed several tests, however, no results were conveyed to the pt or their spouse. Pt could not recall treatment prior to transfer to the hosp. A "60mg/dl" result was obtained at the hosp. Pt was released four hours after being administered treatment through an IV. The customer service rep walked pt through troubleshooting, however, the issue could not be resolved. Pt's meter was replaced. Based on the info provided, a meter malfunction was evident. Pt could not provide info regarding their symptoms at the time of concern or the blood glucose results obtained by the emt. However, there was evidence that the meter contributed to an adverse event, since the pt had a blood glucose level of "60mg/dl", had symptoms, and required treatment.